Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Pump stated there was a crack seen on reservoir compartment and drive support cap was damaged. The customer was advised to discontinue use of the insulin pump a replacement would be sent. The insulin pump will be returned for analysis.